Event description:
It was reported that patient presented in-clinic after receiving alerts for non-sustained rv oversensing episodes. Increased pacing lead impedance was noted. Externalized conductors were also observed under fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.